Event description:
An olympus product manager reported the physician discovered mucosal tissue between the elevator of the endoscope and wall of the distal cover. There were no reports of patient injury associated with this event. Additional information has been requested from the customer. Patient identifier (B)(6): maj-2315, lot unknown patient identifier (B)(6): tjf-q190v, serial unknown.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the event may occur by withdrawing the scope immediately after the user stops operating suction. This may occur even when the cover is not cracked. Furthermore, per CAPA no. Omsc-hq-153-19, mucosa would be sucked in the distal cover and continue to be sucked for a few seconds after the user stops operating suction when the distal end of the scope is close to the mucosa. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: important information ¿ please read before use: examples of inappropriate handling: precautions: "take caution applying suction when the distal end is in contact with the mucosal surface. The suction can cause the distal end to aspirate the mucosal membrane. Moving or withdrawing the endoscope under this condition may cause patient injury and/or bleeding. This can be more common while degassing in the stomach, suctioning debris, and operating in a narrow lumen (e.g., esophagus, duodenum). To prevent patient injury and bleeding, make sure to: only apply suction when the endoscope is stationary. / after releasing the suction valve, check the endoscopic image to confirm that the mucosal membrane is not aspirated before moving the endoscope. Releasing the suction valve might not immediately release the mucosal membrane if it becomes aspirated." "Never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ olympus will continue to monitor field performance for this device.